Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. He012xw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperplasia endometrial. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and menorrhagia ("menorrhagia (heavy menstural bleeding)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: description: the right fallopian tube with fimbria measures 6.0 x 1.0 cm in greatest dimension. The surface has a deep purple appearance. On multiple cross sections, no coil is identified within the lumen of the fallopian tube; however, extending within the endometrial canal is the essure coil which extends into the insertion of the fallopian tube into the cornua of the uterine corpus. Approximately 0.3 mm of the tip of the coil is within the lumen of the fallopian tube. The left fallopian tube measures 5.0 x 1.0 cm. The tube has a deep purple appearance. Upon dissection, the coil extends just into the uterine cavity at its orifice to the fallopian tube and the very tip extends into the fallopian tube at its insertion into the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 15-oct-2019: plaintiff fact sheet received, new reporter information and essure lot number were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. He012xw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperplasia endometrial. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and menorrhagia ("menorrhagia (heavy menstural bleeding)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: description: the right fallopian tube with fimbria measures 6.0 x 1.0 cm in greatest dimension. The surface has a deep purple appearance. On multiple cross sections, no coil is identified within the lumen of the fallopian tube; however, extending within the endometrial canal is the essure coil which extends into the insertion of the fallopian tube into the cornua of the uterine corpus. Approximately 0.3 mm of the tip of the coil is within the lumen of the fallopian tube. The left fallopian tube measures 5.0 x 1.0 cm. The tube has a deep purple appearance. Upon dissection, the coil extends just into the uterine cavity at its orifice to the fallopian tube and the very tip extends into the fallopian tube at its insertion into the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain batch no he012xw production date 2017-01-17 expiration date 2020-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperplasia endometrial. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: description: the right fallopian tube with fimbria measures 6.0 x 1.0 cm in greatest dimension. The surface has a deep purple appearance. On multiple cross sections, no coil is identified within the lumen of the fallopian tube; however, extending within the endometrial canal is the essure coil which extends into the insertion of the fallopian tube into the cornua of the uterine corpus. Approximately 0.3 mm of the tip of the coil is within the lumen of the fallopian tube. The left fallopian tube measures 5.0 x 1.0 cm. The tube has a deep purple appearance. Upon dissection, the coil extends just into the uterine cavity at its orifice to the fallopian tube and the very tip extends into the fallopian tube at its insertion into the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-oct-2019: pfs and mr received. Reporters information updated. Event: menorrhagia(heavy menstrual bleeding were added) were added. Medical history and lab data were added. Fu3 and fu 4 processed together. On 4-oct-2019: fu3 and fu 4 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 38-year-old female patient who had essure (batch no. He012xw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperplasia endometrial. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"), 10 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), menorrhagia ("menorrhagia (heavy menstural bleeding)") and headache ("headache"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy reported in removal date was (B)(6) 2017 and (B)(6) 2017. Essure confirmation test? No (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: total bilateral occlusion. Pathology test - on an unknown date: description: the right fallopian tube with fimbria measures 6.0 x 1.0 cm in greatest dimension. The surface has a deep purple appearance. On multiple cross sections, no coil is identified within the lumen of the fallopian tube; however, extending within the endometrial canal is the essure coil which extends into the insertion of the fallopian tube into the cornua of the uterine corpus. Approximately 0.3 mm of the tip of the coil is within the lumen of the fallopian tube. The left fallopian tube measures 5.0 x 1.0 cm. The tube has a deep purple appearance. Upon dissection, the coil extends just into the uterine cavity at its orifice to the fallopian tube and the very tip extends into the fallopian tube at its insertion into the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain batch no he012xw production date 2017-01-17 expiration date 2020-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. New event 'migraine' was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.